Event description:
A surgeon reported a pt who reported her vision was like looking through a haze, vision is blurry following bilateral intraocular lens (iol) implant surgeries approximately six years earlier. The surgeon reported the lenses appeared to look milky. This surgeon did not implant the lenses. The pt's son also reported that following bilateral iol implant surgeries, his mother had reported her vision was hazy indoors in regular lighting and outdoors during cloudy days. As a result, his mother has a difficult time concentrating and executing tasks in a daily basis. The mother began noticing these issues approximately eleven months ago. At the time, she reported this was tolerable. However, more recently, the issues have become intolerable. Additional information was received from the reporting surgeon. The event continues, it is unknown if the iol caused or contributed to the event. Additional information has been requested from the implanting surgeon. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 01/14/2013. (B)(4).